Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was suspected to experienced a dual tachycardia episode. Boston scientific technical services (ts) was consulted and upon review, it was noted that the device delivered two bursts of anti-tachycardia pacing (atp) and an electric shock. Ts recommended further discussion of the episode with the following physician to determine if reprogramming needs to be performed. No adverse patient effects were reported. At this time, this device system remains in service.